Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the inner face of the internal valve torn. Additionally, there was a small defect present on the outer face of the external valve, likely caused by insertion of the dilator. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner face of the internal valve.

Event description:
It was reported that during a pulse field ablation (pfa) pfa procedure a faradrive sheath was used. The faradrive was inserted into the sheath and a leak occurred from the hemostatic valve upon aspiration. The sheath was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) pfa procedure a faradrive sheath was used. The faradrive was inserted into the sheath and a leak occurred from the hemostatic valve upon aspiration. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.